Manufacturer narrative:
On-site troubleshooting was performed by a medtronic representative. It was found that the surgeon had switched instruments during the procedure, but did re-verify it before use. The surgeon was instructed to re-verify the instrument, but was not able to do so successfully, so chose to discontinue the use of navigation. The switching of instruments without re-verifying directly caused the instrument to be unable to be tracked, as alleged. The system and instrument were fully inspected through a navigation system check-out after the procedure, and all tests passed. The instrument and system were found to be fully functional.

Event description:
A medtronic representative reported that after successfully navigating for over and hour in a electromagnetic (em) ear, nose, and throat procedure, an instrument unexpectedly could not be navigated. The status on the navigation system was reported to be flickering between green and red status. The instrument was plugged into a different port on the navigation system without resolution. The use of medtronic navigation was discontinued because of this issue, and the case was completed successfully after a delay of less than one hour. No further details were provided.